Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up to find screen of his insulin pump blank. He also stated that he had changed the battery just a week earlier. His blood glucose was unknown at the time of reporting. He was unavailable to complete troubleshooting, and advised to monitor the situation and call back when he had time to finish the process. No equipment was returned. No additional information was reported.